Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house strip testing on the reported lot found that all results met accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. The product expired on 02/2017. Using expired strips may cause errors and inaccurate test results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2017, the patient received an inratio inr result of 3.3. A few hours later, the patient had an appointment at the hospital and a laboratory inr test was conducted. The laboratory inr result was 5.7. The patient was kept at the hospital overnight due to the elevated inr result. No information regarding treatment was provided. The patient's therapeutic range is 2.5-3.5. The patient was testing using expired inratio test strips.